Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. P-cap/reservoir locks properly into place. Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (0c), problem isolated to electronic assemblies. Unit received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert. Did self test and which was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.